Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd epicenter¿ single user software, there was misassociation of sequence number 449380113245. There was no patient impact reported. The following information was provided by the initial reporter: "error 4005 related to sequence number 449380113245. Made a change of association of samples as the access number had been read and registered incorrectly."

Manufacturer narrative:
H.6. Investigation summary: customer reporting error 4005 (444165/(B)(6)) related to sequence number (B)(4). Made a change of association of samples as the access number had been read and registered incorrectly. Unable to determine how this accession was registered incorrectly, but modifying the association resolved the issue. This is not a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of july. No trends indicated. Device history record review is not required for standalone software.

Event description:
It was reported that while using bd epicenter¿ single user software, there was misassociation of sequence number (B)(4). There was no patient impact reported. The following information was provided by the initial reporter: "error 4005 related to sequence number (B)(4). Made a change of association of samples as the access number had been read and registered incorrectly."